Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device powers off by itself. No consequences or impact to patient were reported.

Event description:
The customer reported the device powers off by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powers off by itself when switching from ac to battery power. During internal inspection, the battery contact was disconnected and reattached and the unit was able to switch from ac to battery power without powering off. It was restarted multiple times afterwards without any issues. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.